Manufacturer narrative:
Heartflow was able to confirm with the healthcare professional that the patient had already undergone cardiac catheterization prior to heartflow providing the ffrct reassessed analysis.

Manufacturer narrative:
As part of heartflow's quality monitoring process, we identified a potential false negative and will be informing the ordering physician. Hfid # (B)(4): the investigation identified a potential false negative in the diagonal. This was due to analyst error; after the initial analysis was delivered, a second analysis during a quality review resulted in a decrease in the distal ffrct value from 0.87 to 0.77 on the diagonal. While heartflow has identified this issue, the physician has not provided feedback, nor indicated a safety event with the patient. No additional follow-up to this MDR is expected.

Event description:
Heartflow identified a potential false negative result.